Event description:
In the process of unloading a patient the table was moved longitudinally away from the gantry, during this motion the patient attempted to sit up, by pulling themselves up on the c-arm, causing their finger to become trapped between the c-arm and table. The resulting injury required surgery.